Event description:
It was reported that the pulse generator could not be interrogated despite using two different programmers. A magnet rate could be obtained. The device was explanted and replaced on (B)(6) 2015. The patient was asymptomatic post procedure.

Manufacturer narrative:
Final analysis confirmed that the device could not be interrogated due to a software anomaly. After a software download, the device could be interrogated and the device exhibited normal characteristics.

Manufacturer narrative:
(B)(4).